Event description:
It was reported that the controller had bent pins in power port one. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016, 419688 lead, implanted: (B)(6) 2011, 5076-52 lead, implanted: (B)(6) 2011, 694765 lead, implanted: (B)(6) 2011. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed slightly bent pins with power port one (1). A power source was still able to connect to the power port despite the bent pins. However, the connection was more difficult to make. As a result, the reported event was confirmed. Log file analysis revealed a controller power up event with an associated pump start event logged on (B)(6) 2022 at 01:00:32. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 26% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 23 seconds. Additionally, a power disconnect alarm logged on (B)(6) 2022 at 01:01:02 involving (B)(6). In the data log file follow ing the power disconnect alarm, a safety alert word (saw) value was recorded indicating an overcurrent alert. The event log file recorded a high-power consumption during pump start event, which required more current from the batteries. The battery was most likely physically disconnected by the patient shortly after, causing the controller to log these events as a power disconnect alarm. A vad disconnect alarm was logged on (B)(6) 2022 at 14:32:56, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. The loss of power and power disconnect alarm events are incidental findings not related to the reported event. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. A possible root cause of the observed power disconnect alarm may be attributed, but not limited, to a physical disconnection of the power source. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.